Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set leak event on (B)(6) 2024. Infusion set was in use for few hours. The patient reported that there was a leak in infusion set and a small hole in the tube. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).